Manufacturer narrative:
(B)(4). Catalog# and lot# added. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the herculink elite instructions for use as known patient effect of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the severely stenosed (80% or greater) left renal artery. A 6.0 x 18 mm herculink elite stent was deployed for treatment. Although angiography showed an excellent result with a widely patent renal artery, a very small perforation with very minor contrast extravasation was observed proximal to the deployed stent. Additional balloon inflations did not completely stop the extravasation; therefore, a 4.5 x 16 mm graftmaster stent was deployed inside the herculink stent. Angiography confirmed a good seal with no extravasation. The patient was hemodynamically stable. No additional information was provided.